Event description:
During an MRI exam, the patient's arms were reportedly scraped on the sides of the magnet bore. The exam was stopped and the patient was transported to the emergency room for treatment. It was reported to us that the patient had extremely thin skin and had to receive skin grafts as a result of this incident.